Event description:
During a hysteroscopy, the handpiece of an aveta coral hysteroscope would not work. Manufacturer response for hysteroscope (and accessories), aveta coral disposable hysteroscope (per site reporter). They will replace the device.